Event description:
It was reported that at follow-up, oversensing and noise were observed via review of egms. No inappropriate therapy resulted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.